Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the device would not turn on and it was attributed to the keypad being out of specification in an electrical manner. It was also noted that there was evidence of non-manufacturer personnel disassembling and reassembling as the liquid crystal display wires were routed incorrectly over the battery compartment and keypad flex which is what led to the damage to the keypad flex. Additionally it was noted that the lower case battery drawer was broken and tool marks were present on the lower case under the drawer cover, one case screw was contaminated and the red wire on the liquid crystal display was pinched but not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not turn on. The generator was returned for service. There was no patient involvement. It was further reported that the device subsequently tested out of specification during manufacturer¿s analysis.